Event description:
Reportedly, it was impossible to fully insert the ventricular lead into the connector block. The result was similar when the physician tried to insert the atrial lead into the rv connector. Therefore, the device was not implanted.

Manufacturer narrative:
D4 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to fully insert the ventricular lead into the connector block. The result was similar when the physician tried to insert the atrial lead into the rv connector. Therefore, the device was not implanted.

Manufacturer narrative:
The device was recovered on 11 may 2022.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to fully insert the ventricular lead into the connector block. The result was similar when the physician tried to insert the atrial lead into the rv connector. Therefore, the device was not implanted.

Event description:
Reportedly, it was impossible to fully insert the ventricular lead into the connector block. The result was similar when the physician tried to insert the atrial lead into the rv connector. Therefore, the device was not implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.